Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to infection and pain. It was also found that the device was perforated. The ipp was removed without reported complications and no new device was implanted.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was also functionally tested. No anomalies were found with the reservoir and cylinders. For the pump, it was noted that the deflation ball was seat too far forward. Also, functional testing identified an anomaly as the pump did not pass the deflation test. Based on the information available and analysis results, the deflation anomaly identified in the pump could have caused or contributed to a non conformance with the device. Additionally, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to infection and pain. It was also found that the device was perforated. The ipp was removed without reported complications and no new device was implanted.